Manufacturer narrative:
Corrected information was provided in d.4. Additional information was provided in h.3., h.6. And h.11. A sample was not received at the investigation site for evaluation for the report of shunt would not release, shunt implanted incorrectly, and explant; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A sample was not received at the investigation site and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore; the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during glaucoma shunt implant procedure, inserter had issue and shunt had to be removed. Additional information received stating physician inserted the shunt into the patient's left eye but the shunt was not supported and the tip was embedded in the iris. Shunt remained in the eye, and physician was not able to remove and reinserted the shunt. Shunt removal and replacement was planned. Additional information received stating glaucoma shunt was explanted 12 days after the initial implant procedure.